Event description:
The male pt received a 3.0 x 23mm cypher select plus stent in the right coronary artery (rca). A distal type a dissection was noted after the stent was implanted and was treated with a 3.0 x 13mm cypher select plus stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.